Event description:
Customer reported high blood glucose. He reported a blood glucose of over 400 mg/dl the day before. The customer also stated his insulin pump had a no delivery alarm while he was trying to give himself one unit of insulin. Troubleshooting found the insulin did exit from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.